Event description:
The customer reported that the sync functionality of the device did not behave as expected. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported that the sync functionality of the device did not behave as expected. There was no report of negative pt impact. A philips field service engineer evaluated the device at the customer site, and there was no trouble found. An ECG strip was provided for review by philips quality investigators. The device was performing as designed and expected, and there was no malfunction. The device passed all standard performance and verification testing and was returned to service. This was a use issue related to selection of the best ECG lead for use with the sync functionality.